Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator, which was observed during a ventricular fibrillation episode. This was noted on the near-field and discrimination channel. The under-sensing did not affect high voltage therapy delivery and high voltage shock was successfully delivered appropriately. No additional intervention was performed. No patient consequences were reported.